Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with monosyn suture. The client reported that only thread was packed or the thread and needle were separated. There was no patient involvement.

Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code batch of which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have received 3 open, unused and contaminated samples. The needles are present in the 3 cardboards and also the threads. Nevertheless, without closed samples a proper analysis cannot be performed. The unused threads break easily in small pieces. These samples have probably been open for a long time and the threads have degraded. Therefore, we consider this complaint as not confirmed. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfils usp/ep and b. Braun surgical requirements. Furthermore, needle attachment strength results conducted on samples before releasing the product were 0.82 kgf in average and 0.51 kgf in minimum and fulfilled the requirements of the european pharmacopoeia (ep): 0.23 kgf in average and 0.11 kgf in minimum. Conclusion root cause analysis: the root cause cannot be determined as no closed samples have been received and the open samples received are contaminated and degraded and further analysis cannot be performed. Final conclusion: despite receiving samples, without closed samples a suitable analysis cannot be performed. Nevertheless, we take note of this incidence and if any closed sample is received in the future, we will re-open the case and analyse it. We consider that the defective unit is an isolated and accidental issue but the complaint is considered as not confirmed. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.